Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Summary of event: it was reported that the balloon catheter of a 'bakri tamponade balloon catheter' was damaged. The device was placed transvaginally to treat postpartum hemorrhage following delivery due to uterine atony. The inner and outer packaging was inspected and no damage was observed. During device placement, 'water' was injected and it was noted that a 'large amount' of the water flowed out of the device. The use of the balloon was immediately stopped and upon removal it was noted that the catheter was damaged. The procedure was completed using a new device. Prior to the attempted device use, the user attempted to intervene with gauze packing. There was a total estimated blood loss of 700ml before the device was placed and a total estimated blood loss of 800ml after the device difficulty. The patient was hemodynamically stable. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. A document-based investigation evaluation was performed. A search of the device history record found no related non-conformances reported for lot 14144485. A complaint history database revealed one other complaint associated with production lot 14144485. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Functional testing and visual inspection of the returned complaint devices were also conducted. One, used, bakri tamponade balloon catheter was returned for investigation. The balloon was leak tested, and a small puncture was observed in the balloon material near the proximal glue bond; no tool marks or other damage in the material were noted. Cook also reviewed product labeling. The product IFU provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." The complaint was confirmed based on customer testimony and evaluation of the returned device. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Initial reporter's phone: (B)(6). Occupation: unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the balloon catheter of a 'bakri tamponade balloon catheter' was damaged. The device was placed transvaginally to treat postpartum hemorrhage following delivery due to uterine atony. The inner and outer packaging was inspected and no damage was observed. During device placement, 'water' was injected and it was noted that a 'large amount' of the water flowed out of the device. The use of the balloon was immediately stopped and upon removal it was noted that the catheter was damaged. The procedure was completed using a new device. Prior to the attempted device use, the user attempted to intervene with gauze packing. There was a total estimated blood loss of 700ml before the device was placed and a total estimated blood loss of 800ml after the device was difficulty with the device. The patient was hemodynamically stable. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.